Event description:
It was reported that this right ventricular (rv) lead had high out of range shock impedances greater than 200 ohms. There have been no episodes stored for quite a while, so no noise on rv egms. Plan was to arrange to get the patient in for more testing and more data gathering. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).